Event description:
A 20-ml syringe filled with medication and attached to tubing was sent to a pt's house as part of home health care therapy. The pt reported the complaint that the tubing was loosely attached to the syringe. Upon observation, it was noted that the luer lock at the top of the syringe was cracked and broken.